Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced nocturia, mixed urinary incontinence, chronic vulvitis, vaginal wall prolapse, urinary tract infection, atrophic vaginitis, urgency and frequency, overactive bladder, dysuria, and constipation.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent a&p repairs, sacrospinous fixation due to prolapse, 3rd degree cystocele, 2nd degree rectocele. It was reported that following insertion the patient experienced infection, urinary problems, organ perforation, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent exploratory surgery on (B)(6) 2012 due to mixed urinary incontinence. It was reported that patient underwent macroplastique injection, j stent placement, repair of cystotomy and revision/explant of mesh on (B)(6) 2012 due to erosion. It was reported that patient underwent removal of urethral stent on (B)(6) 2012 due to candida uti. No additional information was provided.